Manufacturer narrative:
Lot number # 18d015 and 18c025. Two single use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on both returned devices, and the flow rate of the devices was found to be within specification. The devices were found to be conforming product. The reported condition was not verified. A batch review was conducted for lots 18d015 and 18c025 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three (3) large volume infusors under infused during infusion. The three events involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : an additional single-use sample was returned to the plant for evaluation. Visual inspection on the returned unit via the naked eye noted no signs of blockage or physical abnormalities that could have caused the reported issue. A functional flow rate test was performed on the unit, and the flow rate of the device was found to be in specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.